Event description:
The nurse reportedly primed the tubing set with an unspecified primary solution and placed the cassette into the pump. When the nurse turned the control knob to set the rate, the pump alarmed "cassette." The nurse reportedly replaced the tubing set and the alarm condition was resolved. There were no reported adverse pt effects.